Manufacturer narrative:
The zoom 7x was discarded and not returned for investigation. The manufacturing records were reviewed and showed the product met design and manufacturing specifications. Based on the information provided, it is not clear if the dissection was caused by use of a third-party guidewire, zoom 7x, zoom rdl, or extensive movement of the patient. There were no device issues reported for any of the zoom devices used during the case. As multiple devices were involved in the reported event, a related MDR was submitted for the same patient and incident under reference number 3014590708-2025-00024.

Event description:
It was reported that a dissection occurred in the mid-cervical region during a mechanical thrombectomy procedure. The patient presented with extremely tortuous anatomy and an occluded subclavian artery. During the procedure, the patient became agitated and required intubation. Following aspiration and clot removal from the right m1 segment, the zoom 7x was removed from the patient and the physician observed the dissection upon retracting the zoom rdl guide catheter for imaging. A third-party device was used to resolve the dissection. There were no device malfunctions reported, and the patient was stable post-procedure. According to the physician, multiple factors may have contributed to the dissection, including the use of a third-party guidewire, the zoom 7x, zoom rdl, or the extensive patient movement necessitating intubation.